Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. The customer provided an x-ray for the reported abutment screw fracture. The x-ray reveals that a fractured portion of a screw was located in the internal threads of the associated implant the alleged device malfunction was confirmed. A root cause cannot be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's identifier unknown/ not provided. Patient's age unknown/ not provided. Patient's weight unknown/ not provided. Event date unknown. Device lot number unknown. Reporter's email address not provided. Product not returned to manufacturer.

Event description:
It was reported that the screw (iunihg) was fractured. It was also reported that the fractured screw is still in patient's mouth and will be removed in future.